Event description:
On (B)(6) 2026: integrum received information that axor ii unit (B)(6) has detached from the prosthesis. No injuries reported. Technical investigation of unit (B)(6) performed. The unit arrived contaminated and very dirty, the initial functional tests could therefore not be performed. The unit was cleaned, and after cleaning the unit was functionally tested according to specification with approved results. The root cause to the issue is assessed as insufficient cleaning. A feedback report has been provided to the customer highlighting the importance of cleaning the axor ii according to the IFU, and that the axor ii should not be used if a stable connection cannot be achieved.